Manufacturer narrative:
The pacemaker remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that following the implant procedure of this pacemaker, the right atrial (ra) lead displayed loss of capture and impedance measurements greater than 2500 ohms. In unipolar configuration the lead displayed a normal impedance measurement and capture. A setscrew issue was suspected. Upon reopening the pocket, it was determined that the ra lead was not fully seated in the connector. The proximal setscrew was loosened and the lead tugged right out. The distal setscrew was loosened and the lead was fully reseated in the device which resolved the issue. No adverse patient effects were reported.